Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter contamination within eighty-seven (87) exactamix syringe inlets. The foreign matter was described as, "black spots or fur-like substances". This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: ten (10) actual devices and three (03) photographs of the sample were received for evaluation. Visual inspection of photos identified black spots or fur-like substances. The returned samples were visually inspected and black spots or fur-like substances were identified on the product samples. Samples 1, 3, 6, 8, and 10 had dark particulates identified on the white inlet connector. Samples 2, 4, 7 and 9 had dark particulate identified on the blue inlet connector. Sample 5 had dark particulate identified on the tubing of the inlet. The reported condition was verified. The cause of the condition could not be determined; however, the cause may be related to manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.